Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. After the procedure, the patient received a CT scan. During the scan, the patient raised their arms and the right atrial lead became dislodged. Programming changes were made. On (B)(6) 2020, the patient presented for a lead revision. The lead was repositioned. The patient was in stable condition.

Manufacturer narrative:
Correction - b3 - should have been (B)(6) 2020 rather than (B)(6) 2020.